Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat pancreatic pseudocyst during an esophagogastroduodenoscopy (egd) for pancreatic pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the energy was not delivered to the electrocautery tip of the axios delivery system, consequently, the first flange of the axios stent was deployed outside the collection. The axios stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided by the complainant and showed the axios stent was partially deployed outside the patient and the monopolar plug was detached.

Manufacturer narrative:
Imdrf device code: a1502 captures the reportable event of stent first flange difficult to position. The axios stent and electrocautery enhanced delivery system was not returned; however, media analysis was performed based on the photo provided by the complainant. Per media inspection, it was observed that the axios stent was partially deployed, and the delivery system was in position 2. The monopolar plug was detached from the handle. No other damages were noted. The investigation concluded that the reported events and the observed failures found from media inspection were most likely due to the techniques used by the user and/or procedural or anatomical factors encountered during the procedure. However, without proper evaluation of the device, it remains unknown due to lack of evidence. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established. A product labeling review identified that the device was used per the directions for use (dfu) / product label.